Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement on a pacing dependent patient, an electrocautery tool was used. Following use of the device, the pacemaker was not delivering therapy. The patient was resuscitated via compression and medication. The device was replaced and the patient is in good condition following procedure.